Manufacturer narrative:
(B) (4) - (sheared off): the set screw remained in the pt. It is suspected that the set screw was overtightened.

Event description:
It was reported that the pt underwent spinal surgery (levels unk). The non-break off set screw sheared off while tightening to the connector. The hex driver from the set screw set was used. There was no reported malfunction with the hex driver used and no issues with the connector. It was confirmed that the straight hex driver and self holding external driver mate with the set screw. The surgeon was pleased with the construct and opted to close with the sheared set screw implanted. There were no additional issues with the driver during the rest of the case. No pt injury was reported.